Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had recorded the lead safety switch (lss) back in (B)(6) 2019 on the right ventricular (rv) lead, due to an out-of-range pacing impedance measurement of greater than 3000 ohms. Two signal artifact monitor (sam) episodes were stored in december 2019 and the minute ventilation (mv) sensor was disabled. Noise was observed on the right atrial (ra) and rv leads. At some point the rv lead was reprogrammed to unipolar pacing and bipolar sensing. Technical services reviewed the sam episodes and combined follow up report and discussed the noise, with some intermittent oversensing, in the sam episodes did not appear to be mv sensor noise, but was likely noise from the rv lead pacing and sensing in unipolar after the lss occurred. The device had stored multiple nonsustained ventricular tachycardia (nsvt) and atrial tachy response (atr) episodes which were not submitted for technical services to review. Technical services discussed troubleshooting at the patient's next in-clinic visit with patient movements, isometrics, and pocket manipulation to see if noise could be produced on the leads while sensing in bipolar. No adverse patient effects were reported. The device and non-boston scientific leads remain implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker had recorded the lead safety switch (lss) back in october 2019 on the right ventricular (rv) lead, due to an out-of-range pacing impedance measurement of greater than 3000 ohms. Two signal artifact monitor (sam) episodes were stored in december 2019 and the minute ventilation (mv) sensor was disabled. Noise was observed on the right atrial (ra) and rv leads. At some point the rv lead was reprogrammed to unipolar pacing and bipolar sensing. Technical services reviewed the sam episodes and combined follow up report and discussed the noise, with some intermittent oversensing, in the sam episodes did not appear to be mv sensor noise, but was likely noise from the rv lead pacing and sensing in unipolar after the lss occurred. The device had stored multiple nonsustained ventricular tachycardia (nsvt) and atrial tachy response (atr) episodes which were not submitted for technical services to review. Technical services discussed troubleshooting at the patient's next in-clinic visit with patient movements, isometrics, and pocket manipulation to see if noise could be produced on the leads while sensing in bipolar. No adverse patient effects were reported. The device and non-boston scientific leads remain implanted and in service.